Event description:
Date of event 3/21/2000.

Event description:
Customer contacted baxter to notify of an autologous donor, who developed severe tetany and shortness of breath during an "mnc" pheresis procedure. The symptoms began when about 8100cc of whole blood had been processed. The procedure was halted as it was near completion at this point. A total of 707 ml of anticoagulant had been used. This donor is a cancer pt who was donating for self. Intravenous calcium was given. The donor recovered with no sequelae from this event. This donor has donated prior without any adverse effects. It is likely that this donor will donate again for self.